Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release or in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.